Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and altitude alarms. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion could not be verified as no used cartridges were returned with the device. The alleged altitude alarm was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.